Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked and the yellow o-ring was visible with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked above and below the bumper pad. There was corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the reported power issue. A test battery cap was able to fit to maintain electrical connection. The pump powered on and exercised for 24 hours with no alarms or power interruptions occurring. A leak test was performed and revealed a battery compartment leak. The pump¿s cover was removed and no evidence of moisture or damage was observed to the power printed circuit board or internal components of the pump.